Manufacturer narrative:
Moximed has requested the device for evaluation but it was not available at the time of this report. A follow-up report will be submitted if any significant new information is obtained.the root cause is a supplier error. An incorrect drill was used resulting in an inaccurate drill point angle and reduced material thickness. This might increase the risk of implant fracture in one lot where the supplier error occurred.

Event description:
Fracture at the tibial end of the absorber was observed on x-ray. The device was removed without difficulty.

Manufacturer narrative:
The fracture at the tibial end of the absorber was confirmed on analysis of the device. The root cause is a supplier error. An incorrect drill was used resulting in an inaccurate drill point angle and reduced material thickness. This might increase the risk of implant fracture in one lot where the supplier error occurred.